Event description:
It was reported that pump generated cartridge alarm 20 and that similar cartridge alarms had occurred previously with same pump. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump under warranty with updated software, provided instructions for placing old pump into storage mode and returning it within specified timeframe, and advised customer to reenter pump settings and reconnect continuous glucose monitor on replacement device.